Event description:
My mother has the depuy pinnacle hip solution system for her left hip which was implanted on (B)(6) 2008. The system has defaulted 4 times since that date. The 4 times were dislocations of the left hip on (B)(6) 2012, (B)(6) 2013. At this time she still has pain and discomfort on her left hip. She is also mentally exhausted from worrying if the hip will dislocated again. This causes her to favor her right knee to avoid putting pressure on her left hip. She now needs a knee replacement. Currently there are no known recalls for the depuy pinnacle hip solution system. However, there needs to be an investigation on the other depuy pinnacle hip solution system to determine if it is defaulted like the depuy asr hip replacement system. My name is (B)(6).